Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of baclofen via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported by the patient that the pump leaked all over. The patient said that the healthcare professional (hcp) kept adding and adding medication and it did not work. The pump was explanted and replaced. No symptoms were reported. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.